Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. After review of the reportable complaints for maxi move brand name registered within last 5 years, a limited number of similar cases (tipping of the lift) were found. The overall occurrence rate for the incidents where tipping of the maxi move was reported is currently slightly decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported to arjohuntleigh that during resident transfer from bed, the maxi move passive floor lift tipped (its back castors were lifted). Its chassis legs were trapped under the wide bed, therefore it did not fall over completely. As informed the resident ((B)(6)) was attempted to be lifted from a position that was not directly under the spreader bar but far in front of the lift. During inspection of the involved device, no malfunction was found - it met its specification according to service technician's statement. Please note also that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. Please take into account that the maxi move instruction for use (001.25060 rev. 5, april 2011) warns and informs the user: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions" (p. 5) "warning: do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over. (P. 19) "before lifting a patient from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs. (P. 19) "using the adjustable width chassis, it is possible to make adjustments to the chassis leg width to assist with maneuverability around obstructions, such as bed legs or castors. Now position the maxi move, so that the spreader bar is just above and centered over the patient." (P. 20). No injury to the resident, neither caregiver was reported - the resident was supported by the caregiver when the event occurred. The provided information suggests that the maxi move lift was involved with reportable incident - tipping of the device. This particular complaint was decided to be reportable to food and drug administration as lift tipping might have potentially resulted in serious injuries. Based on the event description, and the technician conclusions, it appears that the maxi move was not correctly maneuvered by the user. The device was being used for resident transfer at the time of the event and from the gathered information it can be pointed out that it contributed to the event not due to a malfunction -the device was found to be up to specification- but due to a use error - the resident was lifted too far from the lift what resulted in losing its balance and tipping forward. In our opinion if the corresponding maxi move instruction for use provided by the manufacturer had been followed, risk of any incident related to usage of the device could have been avoided.

Event description:
On 2016-september-26 arjohuntleigh has become aware of customer complaint - as reported, during resident transfer from bed, the maxi move passive floor lift tipped (its back castors were lifted). Its chassis legs were trapped under the wide bed, therefore it did not fall over completely. As informed the resident ((B)(6)) was attempted to be lifted from a position that was not directly under the spreader bar but far in front of the lift. No injury to the resident, neither caregiver was reported - the resident was supported by the caregiver when the event occurred.